Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient was advised to forget other bluetooth devices, disabled and re-enabled bluetooth, confirm all background applications are closed, that the dexcom rx profile and share 2 application is removed, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/03/2016 and could confirm the reported loss of connection.no additional patient or event information is available.